Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 60mm in length, concentric target lesion was located in a severely calcified, mildly tortuous and 2.5mm in diameter distal left anterior descending artery. A jl 6f unspecified guide catheter was used. After a non bsc guide wire crossed the lesion, predilation was performed using a 2.5x10mm unspecified balloon catheter. Then a 2.50mm x 38mm promus element ¿ long stent was advanced to the lesion. While the physician was trying to push the device "very hard", the shaft of the delivery system broke. The device was removed completely with the stent still intact on the delivery system balloon. The procedure was completed with implantation of a 2.5mmx20mm ,2.5mmx24mm, 3mmx28mm, and a 3.5mmx16mm promus elements stents in an overlapping fashion. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 192mm distal from the strain relief. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 60mm in length, concentric target lesion was located in a severely calcified, mildly tortuous and 2.5mm in diameter distal left anterior descending artery. A jl 6f unspecified guide catheter was used. After a non bsc guide wire crossed the lesion, predilation was performed using a 2.5x10mm unspecified balloon catheter. Then a 2.50mm x 38mm promus element ¿ long stent was advanced to the lesion. While the physician was trying to push the device "very hard", the shaft of the delivery system broke. The device was removed completely with the stent still intact on the delivery system balloon. The procedure was completed with implantation of a 2.5mmx20mm ,2.5mmx24mm, 3mmx28mm, and a 3.5mmx16mm promus elements stents in an overlapping fashion. No patient complications were reported and patient's status was stable.